Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No audio beep anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, a missing o-ring, a cracked reservoir tube and a cracked reservoir tube window.

Event description:
It was reported that the insulin pump was exposed to moisture and now alarmed with nothing showing on the display. The blood glucose reading was 416 mg/dl, which the customer treated with a manual injection. The customer stated that the insulin pump had fallen off a railing and landed into a trash can full of water. There was a constant tone sounding from the device. Advised discontinuation of the insulin pump. Nothing further reported.